Event description:
Philips received a complaint from the customer biomed, reporting the green check mark or accept button on the v60 ventilator was not functional. The device was not in clinical use. There was no report of harm. There was no patient, nor user impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the switch printed circuit board assembly (pcba) cable was confirmed to be damaged during troubleshooting the issue. The bme reported the accept button failed due to the cable damage. The bme replaced the cable. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.